Event description:
It was reported that the pk dissecting forceps instrument had a cable loose. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one conductor wire is broken at the yaw pulley exit. The yaw pulley is missing a piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion. Engineering also observed the distal end of the main tube has a few deep scratch marks with material removed. Based on the random location and appearance, the scratch marks were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments of other unintended consequences, such as disconnection of the instrument tip.